Event description:
It was reported that non-sustained rv lead noise and non-sustained vf were observed. Review of the egms noted myopotentials oversensing. Noise was not reproduced with isometrics and deep breathing. Patient was asymptomatic. Reprogramming the device was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.